Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was over 500 mg/dl and boluses were delivered to address bg. Customer reported cause of elevated bg was due to not being able manage bg. There was no issue with the pump. Reportedly, customer discussed using a continuous glucose monitor to help manage bg with a healthcare provider.